Manufacturer narrative:
The insulin pump was received with blank display after inserting battery due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. We were unable to verify alarm, pump history anomaly and perform functional check. We were unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart and all operating current tests due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received multiple alarms. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the alarm was in her pocket and it went off on her own. The customer was advised to perform a normal or easy bolus into air to determine if delivery is successful. The customer cannot run the test due to history anomaly. The customer will be sent a replacement pump. The customer will return the pump for analysis.